Manufacturer narrative:
The reported event could not be confirmed since the returned device was found functional and the alleged failure was not reproduced during testing. The device inspection revealed the following: the received target device shows intense and frequent usage marks spread all over the device. The markings have faded away and turn fawn from white indicating that the device has gone through numerous sterilization cycles. Overall, the device is in extremely used condition. A functional test was conducted on the returned device using a sample nail, speedlock sleeve, drill and tissue protection sleeve which confirmed that the device is functional. The drill passed through the lag screw hole, distal static hole and distal oblong hole of the nail without any interference with the nail. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue as the device is found to be fully functional. If more information is provided, the case will be reassessed.

Event description:
As reported: "there had been several cases of distal miss-locking. In most cases, the drill hole passed the nail posteriorly."

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "there had been several cases of distal miss-locking. In most cases, the drill hole passed the nail posteriorly."